Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg 240 mg/dl). A bolus, inhalable insulin and infusion site was changed (confirmed not to have been compromised) to address bg. Customer alleged the pump was not delivering insulin as insulin was not observed exiting the infusion set tubing. During pump system check with tandem technical support, customer inadvertently programed pump to initiate cartridge change and the system check could not be completed. Customer changed the cartridge. No device issues were identified after the cartridge change.